Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02611. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous popliteal artery. A 3mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, on the first inflation at 6atmospheres, the balloon ruptured. The device was completely removed from the patient and was exchanged with a 4.0 x 100, 135cm mustang¿ balloon catheter which also ruptured during inflation. The physician completely removed the second device from the patient and the procedure was completed with a 4.0x40mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.